Event description:
Caller reported a cartridge alarm 20 issue. Blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer, who was instructed to use a backup insulin pump in the meantime. The customer acknowledged all instructions, including putting the malfunctioning pump into storage mode and returning it using the provided ups return box and pre-paid label.